Event description:
It was reported that the patient unintentionally accessed the fill tubing function and pressed and held the button while connected, delivering 0.7 units of insulin through the tubing; the agent instructed the patient to disconnect the tubing, verify drops at the cannula by pressing and holding, and then complete the process, after which the patient was advised to monitor blood glucose. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem with the tube component and identified a usage problem consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.